Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that customer received the following results on the aviva system within 10 minutes: 3.6 mmol/l and 5.8 mmol/l. Customer drank orange juice between the 2 results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.